Event description:
Customer reported during an infusion of taxol, the pt noted wetness from leak. It was noted that the leak was due to the tubing disconnecting from the filter on the pt end of the filter. There was no pt/user harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Customer indicated sometime during the prior week from the date of the report being made. Customer indicated the set was discarded. The lot number was not identified, therefore, lot history record review could not be performed.